Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's allergic reaction at the infusion site. No release records were reviewed, as the product number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that she developed a rash in the shape of the pod after wearing the pod longer than 48 hours. The customer went to a physician and was prescribed hydrocortisone.